Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding (general)") in a female patient who had essure (batch no. 766629-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2012, the patient experienced migraine ("migraines"), headache ("headaches"), nausea ("nausea") and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("heavy menses"), abdominal pain ("abdominal pain /pain"), premature menopause ("early menopause"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping);"), dyspareunia ("dyspareunia (painful sexual intercourse);") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), abdominal pain lower ("cramping") and arthralgia ("joint pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (unilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, back pain, abdominal pain lower and arthralgia had not resolved, the genital haemorrhage, menorrhagia, abdominal pain and vaginal haemorrhage was resolving and the premature menopause, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, premature menopause, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 205 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.5 kg/sqm. Hysterosalpingogram: on (B)(6) 2010: results: complete occlusion. Lot number 766629 is invalid. Most recent follow-up information incorporated above includes: on 21-feb-2019: update of information (batch is invalid). Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. 765629-inv,766629-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, endometrial polyp, adnexal mass, uterine bleeding, hypercholesterolemia, hyperlipidemia, appendectomy, sleep apnea, snoring and multiparous. (B)(6) 2015:final pathologic diagnosis endometrium, biopsy: 1. Focal endometrial polyp 2. Scant inactive endometrium clinical history: menorrhagia. On(B)(6) 2010, the patient had essure inserted. In (B)(6) 2012, the patient experienced migraine ("migraines"), headache ("headaches"), nausea ("nausea") and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("heavy menses"), abdominal pain ("abdominal pain /pain"), premature menopause ("early menopause"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping);"), dyspareunia ("dyspareunia (painful sexual intercourse);") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), abdominal pain lower ("cramping") and arthralgia ("joint pain") and was found to have weight increased ("weight gain"). The patient was treated with atorvastatin, fentanyl, hydrocodone, hydrocodone bitartrate;paracetamol (norco), ibuprofen, paracetamol (acetaminophen) and surgery (hysteroscopy diagnostic, dilation and curettage, uterine polypectomy laparoscopy diagnostic, salping). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, back pain, abdominal pain lower and arthralgia had not resolved, the genital haemorrhage, menorrhagia, abdominal pain and vaginal haemorrhage was resolving and the premature menopause, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, premature menopause, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 205 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: complete occlusion. Ultrasound pelvis - on (B)(6) 2015: assessment: ?perimenopausal vs postmenopausal bleeding, endometrial polyp, adnexal mass plan: patient is scheduled for diagnostic hysterectomy, d&c, polypectomy, dx isc, uso, poss ex lap,. Lot number 766629 is invalid. Lot numbers 765629 and 766629 are invalid . Most recent follow-up information incorporated above includes: on (B)(6) 2019: update of information (batch is invalid). Incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. A-765629, b-765629) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, endometrial polyp, adnexal mass, uterine bleeding, hypercholesterolemia, hyperlipidemia, appendectomy, sleep apnea, snoring and multiparous. (B)(6) 2015:final pathologic diagnosis. Endometrium, biopsy: 1. Focal endometrial polyp 2. Scant inactive endometrium clinical history: menorrhagia. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2012, the patient experienced migraine ("migraines"), headache ("headaches"), nausea ("nausea") and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("heavy menses"), abdominal pain ("abdominal pain /pain"), premature menopause ("early menopause"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping);"), dyspareunia ("dyspareunia (painful sexual intercourse);") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), abdominal pain lower ("cramping") and arthralgia ("joint pain") and was found to have weight increased ("weight gain"). The patient was treated with atorvastatin, fentanyl, hydrocodone, hydrocodone bitartrate;paracetamol (norco), ibuprofen, paracetamol (acetaminophen) and surgery (hysteroscopy diagnostic, dilation and curettage, uterine polypectomy laparoscopy diagnostic, salping). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, back pain, abdominal pain lower and arthralgia had not resolved, the genital haemorrhage, menorrhagia, abdominal pain and vaginal haemorrhage was resolving and the premature menopause, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, premature menopause, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 205 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: complete occlusion. Ultrasound pelvis - on (B)(6) 2015: assessment: ?perimenopausal vs postmenopausal bleeding, endometrial polyp, adnexal mass. Plan: patient is scheduled for diagnostic hysterectomy, d&c, polypectomy, dx isc, uso, poss ex lap,. Lot number 766629 is invalid. Most recent follow-up information incorporated above includes: on 20-feb-2019: medical records received: lot number updated from 766629-inv to a-765629, b-765629. Medical history, lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 765629-not valid,766629-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, endometrial polyp, adnexal mass, uterine bleeding, hypercholesterolemia, hyperlipidemia, appendectomy, sleep apnea, snoring and multiparous. (B)(6) 2015:final pathologic diagnosis. Endometrium, biopsy: 1. Focal endometrial polyp 2. Scant inactive endometrium clinical history: menorrhagia. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2012, the patient experienced migraine ("migraines"), headache ("headaches"), nausea ("nausea") and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("heavy menses"), abdominal pain ("abdominal pain /pain"), premature menopause ("early menopause"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping);"), dyspareunia ("dyspareunia (painful sexual intercourse);") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced back pain ("back pain"), abdominal pain lower ("cramping") and arthralgia ("joint pain") and was found to have weight increased ("weight gain"). The patient was treated with atorvastatin, fentanyl, hydrocodone, hydrocodone bitartrate;paracetamol (norco), ibuprofen, paracetamol (acetaminophen) and surgery (hysteroscopy diagnostic, dilation and curettage, uterine polypectomy laparoscopy diagnostic, salping). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, abdominal pain and vaginal haemorrhage was resolving, the back pain, abdominal pain lower and arthralgia had not resolved and the premature menopause, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, premature menopause, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 205 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: complete occlusion. Ultrasound pelvis - on (B)(6) 2015: assessment: ?perimenopausal vs postmenopausal bleeding, endometrial polyp, adnexal mass plan: patient is scheduled for diagnostic hysterectomy, d&c, polypectomy, dx isc, uso, poss ex lap. Lot numbers 765629 and 766629 are not valid. Most recent follow-up information incorporated above includes: on 18-nov-2019: pfs received: event onset date and outcome of pelvic pain were updated. Incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (batch no. 766629 x 2) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. On (B)(6)2010, the patient had essure inserted. In (B)(6)2012, the patient experienced migraine ("migraines"), headache ("headaches"), nausea ("nausea") and fatigue ("fatigue"). In (B)(6)2015, the patient experienced menorrhagia ("heavy menses"), abdominal pain ("abdominal pain /pain"), premature menopause ("early menopause"), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping);"), dyspareunia ("dyspareunia (painful sexual intercourse);") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), abdominal pain lower ("cramping") and arthralgia ("joint pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (unilateral salpingo-oophorectomy). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, back pain, abdominal pain lower and arthralgia had not resolved, the menorrhagia, abdominal pain, genital haemorrhage and vaginal haemorrhage was resolving and the premature menopause, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, premature menopause, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 205 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.5 kg/sqm. Hysterosalpingogram - on (B)(6)2010: results: complete occlusion. Most recent follow-up information incorporated above includes: on 18-feb-2019: pfs received. Reporters information updated. Lot no. Were added. Events:hormonal changes - early menopause; abnormal bleeding (general); abnormal bleeding (vaginal,menorrhagia); migraines / headaches; nausea; dysmenorrhea (cramping); surgery (other) - hysteroscopy; dyspareunia (painful sexual intercourse); pain; vaginal discharge; fatigue and weight gain were added. Event outcome : bleeding , pain were updated. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menses"), abdominal pain ("abdominal pain"), back pain ("back pain"), abdominal pain lower ("cramping") and arthralgia ("joint pain"). The patient was treated with surgery (on (B)(6) 2015, underwent a diagnostic laparoscopy with salpingooophorectomy). At the time of the report, the pelvic pain, menorrhagia, abdominal pain, back pain, abdominal pain lower and arthralgia had not resolved. The reporter considered abdominal pain, abdominal pain lower, arthralgia, back pain, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: complete occlusion. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.